Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a frozen screen and unresponsive buttons. The patient monitored the screen, and the time did not change. Advised the caller that the insulin pump would be replaced. The caller also reported a blood glucose of 253 mg/dl, which was treated by syringe. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage on the keypad trace. The device passed the rewind, basic occlusion, prime, excessive no delivery alarm and displacement tests. A scratched lcd window, cracked display window and a cracked reservoir tube lip noted.